Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the product was performed. Review of device memory confirmed the presence of a higher-than-normal current drain condition. Electrical testing and analysis were then conducted, which isolated the high current to an anomaly in an oxide layer within a custom integrated circuit component. Over time, this anomaly resulted in the reported clinical observation of premature battery depletion (pbd).

Event description:
It was reported that this implantable pacemaker was explanted and replaced due to premature battery depletion. Additionally, high pacing thresholds were observed on the right ventricular channel and noise and oversensing on the right atrial channel. Another device was implanted instead. This device was returned to boston scientific for analysis. No further adverse patient effects were reported.

Event description:
It was reported that this implantable pacemaker was explanted and replaced due to premature battery depletion. Additionally, high pacing thresholds were observed on the right ventricular channel and noise and oversensing on the right atrial channel. Another device was implanted instead. No further adverse patient effects were reported.